Event description:
During use of phaco machine, pt received corneal thermal burn. Originally reported as equipment malfunction. Upon investigation, found that phaco tip may have been temporarily clogged.